Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnostic coronary procedure and completed as planned by restarting the system. A philips field safety engineer (fse) inspected the system onsite and confirmed that c-arm cannot move because of the disconnected ipc module. The engineer cleaned and restored the ipc connection. Then the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: ¿ warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. ¿ cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ if a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movement on the allura xper fd10 system was partly available. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.